Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. One unpackaged ar-9350pr powerasp serial/batch number (B)(6) was received for investigation. The returned device was visually inspected, and it was noted that the inner tube and outer hub molded are bent and out of alignment. The functional evaluation test with the shaver was not performed because the sj rasp shaft does not rotate freely inside the fixed cam. The most likely cause for the reported failure is a user error. Per dfu-0215-eo rev. 1 section f. Precautions 9 and 10: 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to heat excessively and may cause a thermal burn."

Event description:
It was reported that during an arthroscopic foot surgery the reported device worked for 10min and became jammed. It appears that the blade was bent and out of alignment. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.